Event description:
Device 2 of 3: ref MFR report: 1627487-2014-25029 and 1627487-2014-25031. It was reported the pt's ipg cannot communicate with the charger or programmer after she was struck by lightning. An sjm rep met with the pt for troubleshooting. An impedance check revealed no anomalies. The rep was able to communicate with her system and identify the pt can only receive stimulation with one lead. It was also reported the pt experienced overstimulation and sharp pain with stimulation turned on. The pt was advised to turn off stimulation until further evaluation of her scs system. Follow-up revealed the charger and programmer remain unable to successfully communicate with the ipg. The pt will consult with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.